Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the ultrasafe passive¿ x-series needle guard syringe, that the plunger came out of the syringe, resulting in leakage of medication. There was no report of injury or further medical intervention.

Manufacturer narrative:
A photo was returned in support of this complaint. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration.

Event description:
It was reported with the use of the ultrasafe passive x-series needle guard syringe, that the plunger came out of the syringe, resulting in leakage of medication. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported with the use of the ultrasafe passive x-series needle guard syringe, that the plunger came out of the syringe, resulting in leakage of medication. There was no report of injury or further medical intervention.